Event description:
Asku

Manufacturer narrative:
Evaluation summary -the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High ventricular impedance and noise were noted on the data disc review.